Event description:
It was reported that prior to an emergent intervention procedure, arteriotomy closure of a common femoral artery was attempted using a prostar xl device. Reportedly, although it was not possible to get correct blood flow from the marker lumen of the device, the needles were deployed. However, the suture didn't capture the vessel wall. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was a clamp mark found near the distal end of the marker lumen tube likely from the application of hemostats. The reported lack of maker lumen patency and the suture not capturing the arterial tissue could not be confirmed. Marker lumen patency testing was not performed because there was the presence of dried blood in the marker tube, which is an indication that the marker lumen tube was patent. Based on the reported complaint, it appeared that the device was deployed outside the artery; therefore, the suture did not capture the arterial wall, but since the sutures were not returned, it could not be confirmed. The analysis of the returned device yielded no abnormal observation that could have contributed to the reported complaint. The probable cause for this reported experience is due to use error for not following the prostar xl device instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on visual inspection of the returned device and on the information reviewed, there is no indication of a product deficiency. User error, for not following the instructions for use, likely contributed to the reported experience. Per the instructions for use for prostar xl device: if a continuous drip of blood (luminal marking) from the dedicated marker lumen is not apparent, withdraw the device to expose the marker port. Flush the marker lumen to verify patency, and then continue to gently advance the prostar xl device while rotating the barrel. The IFU also states: if continuous marking is still not achieved, remove the prostar xl device and follow conventional compression protocol, or replace the prostar xl device with an appropriately sized introducer sheath. Do not deploy needles until a continuous drip of blood is evident from the dedicated marker lumen.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4): failure to follow steps. Reportedly, although it was not possible to get correct blood flow from the marker lumen of the device, the needles were deployed. The proglide device instructions for use state do not deploy the foot unless a continuous drip of blood is evident from the marker lumen.